Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #42527900704, persona articular surface provisional shim, lot #62189349. Visual inspection of the 13mm shim confirmed one of the ball bearings and corresponding spring was missing and not returned. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. The posterior surface of the device appears to be scuffed and discolored. Visual inspection of 14mm shim confirmed both the ball bearings were missing and not returned. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. The posterior surface of the device appears to be scuffed and discolored and anterior surface shows scratch marks. These devices are used for treatment. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Event description:
It is reported that the shims are missing components.